Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system c-arm is not responding. Review of the system log file showed that the malfunctioning in geo-pc. Upon further troubleshooting action, field service engineer (fse) found that the c-arm movements were unavailable. The fse reloaded software on the geometry pc. After reloading software on the geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.

Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported.